Event description:
The customer reported the visera elite xenon light source spare lamp turns on intermittently. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the standard devices were working without any problem, and the lamp failure was not confirmed at the repair department. Since the subject device was not returned and there was no detailed information on how and why the lamp failure occurred, a root cause could not be identified. Olympus will continue to monitor field performance for this device.